Event description:
It was reported that the guide wire was in the circumflex and it went over to the lad. The physician was being very careful to keep the guide wire in the distal anatomy. The patient had blown their valve and was going to surgery and basically, the physician was trying to open the vessel to get the patient to surgery. No stenting was being performed. It looked like what happened was the tip of the guide wire was in the distal anatomy and had gotten into a small branch and it appeared that the normal beating of the heart broke the guide wire. The guide wire was visible and was wiggling in the same place every time the heart beat. The guide wire remains in the pt.